Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6a,d.6b, d.9, g.1, g.2, h.3, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on august 13, 2021, with lot number 1866272. Analysis of the returned device identified: brown particles in fill channel and crease flat. Microscopic analysis was performed which identified: crack opening on valve and delamination (<75% partial separation). Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (adhesive failure).

Event description:
Additionally healthcare professional reported "particles in valve area."